Event description:
Stored episode(s) 523 for undersensing on the atrial lead during at/af events resulting in unnecessary pacing at times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).